Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap and fiber beveled edge are rotated off center. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber began to flash and was cleaned several times, however, continued to flash and significantly diminished tissue vaporization efficiency was observed. At 37,400 joules of use, the fiber was replaced and the procedure completed using a second fiber. Outcome: "no patient injury".